Manufacturer narrative:
Inspection of the adhesive pad was attached to the bottom housing. The investigation found no evidence of detached or separation of adhesive pad. The pod arrived fully deployed. Significant corrosion was observed on the internal components, concentrated around the top battery and surround chassis. An 0x18 alarm was generated by the pod; the reservoir was confirmed to be empty during the investigation. A tear was observed in the unexposed portion of the soft cannula, from which fluid was observed to be leaking from. The fluid leak is confirmed as the cause of the observed internal corrosion.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours.